Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 198 mg/dl. As the customer thought the infusion site was the cause of the occlusion, troubleshooting with tandem technical support was not performed.